Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 200 (mg/dl) range with trace ketones. Reportedly, the cause of the elevated bg level was unknown. The customer drank water to flush ketones and addressed impacted bg level with a bolus via the pump.